Event description:
The MFR's rep reported that a physical therapist reported to her that the pt was experiencing weakness, slurred speech, lethargy, and inability to walk post pump bolus infusion. The pump was implanted approx one month previous to the event; the placement was described as "complicated" and the pt required a second surgery to replace the catheter. The pump contained normal saline, but was subsequently refilled with compounded baclofen. The symptoms began approx one hour later. The pt was carried to her apt and remembers only waking up the next day. The pt returned to clinic that day and the dose was decreased and is "doing fine" on a low simple continuous dose. Refer to MFR's report #: 6000030200701777.